Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: it was reported by the medical professional, the needle is defective and unable to expel air. To aid in the investigation, one thousand samples received in ten shelf boxes of one hundred units each were received for evaluation by our quality team. A random sample of one hundred units were selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was possible to expel the solution with normal flow; no clogging condition was observed. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported three needle 27x1-1/4 rb had blocked or clogged needles. The following information was provided by the initial reporter: "the customer reported item is defective and unable to expel air."